Manufacturer narrative:
The user facility replaced the battery and ran the device for 48 hours without error. The device was then put back into service. Covidien ref: (B)(4).

Event description:
A report was received from the USA with info that an 840 ventilator had error codes in memory that suggested ventilator was inoperative. The device was not being used on a pt when event occurred. The date of the event was not provided.